Event description:
It was reported that during processing, the mega suturecut instrument had pulley wires that were exposed at the end of the instrument. Reportedly the instrument was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed that the pitch cable was frayed and was sticking out at the instrument's wrist. No other damage was found at the clevis or with other cables. Additional observation not initially reported by the site was insulation damage on the distal end of the main tube. Engineering noted that material was missing and that the surface of main tube appeared to be scraped off. Damage is approximately 14 away from the base of the housing. Engineering concluded that the damage was likely due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.